Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual inspection revealed set screw marks on all terminal pins. The clear medical adhesive is torn/separated from the eptfe at the proximal end of the proximal spring electrode and the proximal spring is stretched at this point. The distal end of the proximal spring electrode is separated from the lead body insulation and has been pushed up over the lead body insulation. Body fluid was noted in the helix housing, and on the is-1 terminal pin. The helix was unable to be extended or retracted, likely due to the body fluid infiltration. Resistance and pressure tests were performed to assess the electrical performance and insulation integrity of the lead. All measurements were within normal limits, indicating that the lead was electrically continuous and the insulation remained intact. Microscopic visual inspection revealed corrosion on the terminal pin of the is-1 or rate/sense portion of the lead, on the side opposite of the set screw marks. Although this observation did not cause or contribute to the clinical observations in this case, it may indicate that there was not an adequate connection between this lead and this connector block of the device.

Event description:
Boston scientific crm received information that this lead was explanted during a device upgrade procedure. Noise had been observed on both the shocking and rate/sense channels of this lead and it was suspected that the lead was fractured. Upon opening the patient's pocket, it was discovered that the shock and rate/sense portions of the lead were reversed in the header of the device. The lead was explanted and returned for analysis. No adverse patient effects were observed.